Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold and decreased r-wave amplitude due to lead dislodgement, as confirmed by chest x-ray. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.